Event description:
A talent abdominal stent graft system was inserted into a pt for the endovascular treatment of a 5 cm abdominal aortic aneurysm. The right iliac artery ranged from 9 to 12 mm in diameter, and the left iliac artery ranged from 9 mm to 14 mm in diameter; the vessels were also tight due to bilateral calcification. It was reported that when attempting to deliver the talent device, the device could not be advanced due to the calcification of the access vessels. The device was tried on both sides and ended up kinking after some pushing; it was also thought that the hydrophillic coating on the device may have worn off due to the pushing. The physician elected to use a 22 fr dilator on the left side. And another talent 36 mm device was able to be delivered and deployed without issues. No clinical sequelae were reported, and the pt is fine. The kinked talent device was discarded at the procedure.

Manufacturer narrative:
(B)(4): hydrophilic coating work off. Eval codes, results: tight and calcified access vessels. Conclusion: tight and calcified access vessels.